Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, the cable running from the distribution node to ECG was cut. The root cause for the damaged cable cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged cable.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) had a damaged cable. The last patient to use this electrode belt did not report any problems.